Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-01098 2029214-2019-01099 2029214-2019-01100. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of carotid cavernous fistula during a procedure. The patient was undergoing treatment of an unruptured aneurysm in the internal carotid artery (ica.) Anatomy was reportedly very tortuous. The devices were prepared and used per the instructions for use (IFU). It was reported that during the procedure, a pipeline flex was attempted to be placed. During advancement of the pipeline flex, a large amount of force was required through the distal section of the phenom catheter. The procedure was abandoned and a carotid cavernous fistula (ccf) was noted. The ccf was coiled. The patient did not experience a neurological decline from baseline.